Event description:
Customer reported that her blood glucose was 231 mg/dl. Customer stated that her sensor cannula was kinked when she removed it. Customer stated that kinked cannula happened with 3 different sensors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.